Event description:
A report was received that the patient was having pain at the lead insertion site from the anchors. The patient will undergo a revision wherein the anchors will be buried deeper.

Event description:
A report was received that the patient was having pain at the lead insertion site from the anchors. The patient will undergo a revision wherein the anchors will be buried deeper.

Manufacturer narrative:
Additional information was received that the patient had her revision. Both the anchor site and the ipg site were revised. The anchor was buried more superficial and the ipg was moved slightly more lateral so that it would be more comfortable for the patient. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.